Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be determined through this evaluation. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 the cause of death was a subarachnoid hemorrhage and withdrawal of care. It was reported that the device operated as intended and there were no reported device or therapy related issues. The device was not explanted and the device will not be returned for evaluation. No additional information provided.